Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. The manufacturer¿s international service technician confirmed the reported issue. Confirmed that the operational sound was loud and noise was occurring. The manufacturer¿s international service technician stated the vibration dampening ring was repositioned to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported an unusual operation sound occurred. There was no patient involvement.